Event description:
It was reported via the (B)(4) distribution site that the packaging of 2 burs were damaged. It was also reported that the burs were not used on a pt.

Manufacturer narrative:
The device subject to this investigation was returned to the manufacturer for evaluation. It was visually confirmed that the packaging for both burs had been damaged. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The labels for these devices have a symbol indicating "sterile only if package is unopened and undamaged." The root cause is undetermined.